Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The o2 hose was replaced as it was found to be defective. After replacement the ventilator is in working condition. This concerns the gas supply outside the ventilator. The gas supply pressure is checked during pre-use check. If the o2 gas supply fails during ventilation, low o2 levels to the patient may follow and alarms will be raised if set alarm limits are violated. The root cause cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator had a leakage from o2 hose. There was no patient harm reported. Manufacturer's ref. #: (B)(4).